Event description:
The physician attempted to pull the wire guide out from the pt following a ptcd procedure; however, the wire guide became stuck on the liver. After a period of time by pulling hard again, the physician was able to retrieve the wire in one piece. Upon removal it was noted that the wire was twisted on the tip. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event is still under investigation.